Event description:
The manufacturer received information alleging a ventilator's display was not working. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the device experienced an intermittent display. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.